Manufacturer narrative:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the first ruby coil unintentionally detached and came apart while the physician was trying to remove it. The physician successfully removed the ruby coil using a snare device. The physician used another ruby coil; however, a strong resistance was felt and the ruby coil was removed from the microcatheter. The procedure successfully continued using a third ruby coil. There was no report of an adverse effect on the patient. The first ruby coil was returned without its pusher assembly. The coil stretch resistant (sr) wire was fractured, and the coil was unraveled. The proximal constraint sphere was still intact with the sr wire, and its outer diameter (od) was measured to be within specification. The complaint has been evaluated. The initial complaint indicated that during the procedure a ruby coil unintentionally detached and was removed using a non-penumbra snaring device. A second ruby coil was used, but it met resistance when advanced into the px slim. The same px slim was used to complete the case. Evaluation of the first ruby coil used revealed that the sr wire was fractured, and the coil was unraveled. This damage likely occurred during snaring of the coil from the patient. Due to the pusher assembly not being returned for evaluation, the root cause for this complaint could not be determined. Evaluation of the second ruby coil used could not confirm the complaint. The coil od and the introducer sheath ID were measured to be within specification. The px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. These penumbra devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00858.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the ruby coil unintentionally detached and came apart while the physician was trying to remove it. The physician successfully removed the ruby coil using a snare device. The physician used another ruby coil; however, the size would not fit into the microcatheter. There was no report of an adverse effect on the patient.